Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative sleeve gastrectomy laparoscopic procedure, the patient developed post-op fistula that has been treated with an endoscopic drainage. The event lead to extended patient hospitalization.